Event description:
New information received notes the patient was asymptomatic, the intermittent atrial undersensing on the right atrial (ra) lead was observed on remote transmission. The patient was stable.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that intermittent atrial undersensing was observed on the right atrial (ra) lead.